Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn unknown) showed a "system error, out of service, revert to manual CPR" message. They also couldn't provide the serial number because it had been scratched off, and they didn't have a battery to power the device. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.